Event description:
The MFR received info alleging a ventilator's display was dark and there was no pressure. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.